Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8731, lot# b004866n63, implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of unknown baclofen in an implantable infusion pump for intractable spasticity and cerebral palsy. The patient experienced an infection right after implant and the system was removed. The reporter stated "we almost lost him." The patient was reportedly hospitalized and placed in the intensive care unit (ICU) the entire summer. The onset of infection was sudden. The infection occurred the same month as implant ((B)(6) 2007). The patient was prescribed oral antibiotics. The patient had been on oral pain medications since explant.